Manufacturer narrative:
The user facility medwatch report was received from the intermacs registry. Device unique identifier (UDI) - device was manufactured prior to the UDI labeling implementation. Approximate age of device - 10 months. (B)(4). It was reported that the pump was not explanted and would not be returned for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Information was received from the I(B)(6) on 08/14/2015 stating: on (B)(6) 2015, patient admitted with n&v x2 weeks. Unclear etiology. Presents with weakness, dehydration and low lvad flows. Numerous pi events on device interrogation over the last week consistent with decreased oral hydration and n/v. Consider lvad hemolysis. Has dark urine x2 weeks. On (B)(6) 2015, ldh drawn, 2364. Cardiac output inadequate, will need additional support. Lvad speed 9600 rpm, flow intermittently reading 3/l/m power 5 pi 1.2, cvp 22, suspect vad thrombus. Inr, 6.7. Echo revealed minimal flow through his vad cannula and decreased lvad flow. Patient has become unresponsive requiring intubation and pressors in setting of cardiac failure. Patient has significant thrombosis of vad system that is not amenable to surgical repair. Patient has developed multisystem failure. Patient was made dnar and transitioned to comfort care. Additional information provided: primary cause of death: circulatory: hemolysis; thrombus event (suspected or confirmed): yes; signs or symptoms: heart failure, abnormal pump parameters; intravenous anticoagulation: yes; thrombus event confirmed: no;